Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the arctic sun device was alerting fluid delivery line (fdl) open. Therapy started at 6am, nurse came in at 7:30am and 2 pads were not connected. Nurse attached them and device has been alerting fluid delivery line (fdl) open ever since. Patient temperature (pt) was 37.7c, targeted temperature (tt) was 37.7c. Had stop therapy, empty pads, disconnect and reconnect. Disconnected and reconnected fluid delivery line (fdl) as well. Verified in lock position and secure. All lines straight with no bends or kinks. Restarted therapy and device primed to 0 l/m water flow rate (wfr). System diagnostics (not in manual mode) with pads the outlet monitor temperature (t1) was 12.5c, outlet control temperature (t2) was 12.4c, inlet temperature (t3) was 26.5c, chiller temperature (t4) was 7.3c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -5psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 958 and pump hours were 354. Had stop therapy, drain and disconnect pads. Placed device in manual control at 30c with no pads connected. System diagnostics showed that the outlet monitor temperature (t1) was 18.4c, outlet control temperature (t2) was 17.8c, inlet temperature (t3) was 14.7c, chiller temperature (t4) was 4.8c, water flow rate (wfr) was 1.7 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 45 percentage, mixing pump command (mpc) was 0, heater command (hc) was 100 percentage. Walked through disabling manual control. Advised to swap out to new set of pads and set these aside for follow from tm/cm for quality investigation.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse stated that the arctic sun device was alerting fluid delivery line (fdl) open. Therapy started at 6am, nurse came in at 7:30am and 2 pads were not connected. Nurse attached them and device has been alerting fluid delivery line (fdl) open ever since. Patient temperature (pt) was 37.7c, targeted temperature (tt) was 37.7c. Had stop therapy, empty pads, disconnect and reconnect. Disconnected and reconnected fluid delivery line (fdl) as well. Verified in lock position and secure. All lines straight with no bends or kinks. Restarted therapy and device primed to 0 l/m water flow rate (wfr). System diagnostics (not in manual mode) with pads the outlet monitor temperature (t1) was 12.5c, outlet control temperature (t2) was 12.4c, inlet temperature (t3) was 26.5c, chiller temperature (t4) was 7.3c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -5psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 958 and pump hours were 354. Had stop therapy, drain and disconnect pads. Placed device in manual control at 30c with no pads connected. System diagnostics showed that the outlet monitor temperature (t1) was 18.4c, outlet control temperature (t2) was 17.8c, inlet temperature (t3) was 14.7c, chiller temperature (t4) was 4.8c, water flow rate (wfr) was 1.7 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 45 percentage, mixing pump command (mpc) was 0, heater command (hc) was 100 percentage. Walked through disabling manual control. Advised to swap out to new set of pads and set these aside for follow from tm/cm for quality investigation. Per customer via phone on (B)(6) 2024, it was reported that therapy was completed on the female patient that was in 60's without any impact. They were advised to change the gel pads. The original pads were discarded. The device did not go to biomed.